Manufacturer narrative:
Age at time of event: patient was reported to be (B)(6) at the time of the index procedure in (B)(6) 2020 date of event: event date was not reported and approximated based on information provided. D6a implant date: implant date was not reported and approximated based on information provided.

Event description:
It was reported fracture and migration occurred. In (B)(6) 2020, two 12mm x 40cm .035 interlock coils were implanted in the left ovarian vein. In (B)(6) 2021 the patient underwent a nephrectomy (reason unspecified), where the coil was found to be broken and migrated. During a later gall bladder procedure (unrelated issue), another fragment of coil was observed. The patient was referred to a specialist and the coil fragment was removed. The patient is ok.

Event description:
It was reported fracture and migration occurred. In (B)(6) 2020, two 12mm x 40cm .035 interlock coils were implanted in the left ovarian vein. In (B)(6) 2021 the patient underwent a nephrectomy (reason unspecified), where the coil was found to be broken and migrated. During a later gall bladder procedure (unrelated issue), another fragment of coil was observed. The patient was referred to a specialist and the coil fragment was removed. The patient is ok. It was further reported that during removal of the patient's kidney, the physician discovered the coil was broken and migrated. The physician removed the rest of the coil out of the psoas muscle. Several months later, the patient was readmitted to the emergency room (ER) and another piece of the coil was discovered and was subsequently removed. In early 2022, the final removal surgery to clean up the remnants of the coil was performed.

Manufacturer narrative:
A2 age at time of event and unit of measure-age: additional information. B5 describe event or problem: additional information. A2 age at time of event: patient was reported to be 21 at the time of the index procedure in (B)(6) 2020. B3 date of event: event date was not reported and approximated based on information provided. D6a implant date: implant date was not reported and approximated based on information provided.